Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086521) on 20-may-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') and oesophageal achalasia ('strange esophagus condition') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy. Concomitant products included amitriptyline, caffeine, levothyroxine sodium (synthroid), liothyronine sodium (cytomel), omeprazole, paracetamol (acetaminophen), potassium, progesterone, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), oesophageal achalasia (seriousness criterion disability), migraine ("migraine"), headache ("headache/ headache put me down flat in bed") and malaise ("sick everyday of my life"). The patient was treated with surgery (in 2012, underwent uterine ablation). At the time of the report, the menorrhagia, oesophageal achalasia, headache and malaise outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for headache, malaise, menorrhagia, migraine and oesophageal achalasia with essure. The reporter commented: she experienced migraine and headache which put her down flat in bed. Her concomitant medication included butabroble. In 2012, she had uterine ablation called essure. Procedure went well and turning point was the essure uterine ablation (as reported). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086521) on 20-may-2019. The most recent information was received on 04-jun-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') and oesophageal achalasia ('strange esophaguse condition') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroidectomy. Concomitant products included amitriptyline, caffeine, levothyroxine sodium (synthroid), liothyronine sodium (cytomel), omeprazole, paracetamol (acetaminophen), potassium, progesterone, rizatriptan benzoate (maxalt), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), oesophageal achalasia (seriousness criterion disability), migraine ("migraine"), headache ("headache/ headache put me down flat in bed") and malaise ("sick everyday of my life"). The patient was treated with surgery (in 2012, underwent uterine ablation). At the time of the report, the menorrhagia, oesophageal achalasia, headache and malaise outcome was unknown and the migraine was resolving. The reporter provided no causality assessment for headache, malaise, menorrhagia, migraine and oesophageal achalasia with essure. The reporter commented: she experienced migraine and headache which put her down flat in bed. Her concomitant medication included butabroble. In 2012, she had uterine ablation called essure. Procedure went well and turning point was the essure uterine ablation (as reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.